Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR report reference: 1221359-2021-01712.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay for two (2) patients. This MFR. Report addresses patient one (1) of two (2). The customer reported a conflicting result with the ID now covid-19 assay performed respectively on (B)(6) 2021 and (B)(6) 2021 on a direct tested nasopharygeal kitted swab. Initial testing on (B)(6) 2021 generated a positive result and repeat testing on (B)(6) 2021 generated a negative result, confirmation testing was not performed. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional data: h10: testing was performed at (B)(4). On retained kit lot 1025358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1025358 , test base part number 190-430 / lot 1025358. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025358 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. MFR report reference: 1221359-2021-01712.